Event description:
Customer reported being admitted as an inpatient to a hosp for high bg. The site shown sign of infection. Trouble shooting was performed and pump appeared to be functioning normal. Advised customer to monitor pump and bg's and call back.